Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. During functional testing, the reported angulation issue was not confirmed. However, the bending angle in the up direction did not meet with specifications. The up/down directional knob had excess play. Both directional issues were caused by a worn angle wire. Functional testing also showed water could not be fully removed due to the clogged nozzle. Finally, the zoom function did not work smoothly due a damaged charge coupled device. During visual inspection, in addition to the foreign material, the following issues were found: the adhesive around the light guide lens was peeling; the light guide lens was cracked; the adhesive around the objective lens was peeling; the paint on the suction cylinder was peeling; the suction cylinder was sheared; the control unit was discolored; and the bending section cover adhesive was chipped. The following components were scratched: the connector cover; the universal cord protector; the scope cover unit; the lock engagement lever; the lock engagement knob; both directional knobs; the flexibility adjustment ring; the switch box; the scope connector cover; switch button 1; the scope connector; the universal cord; the hand grip; the control unit; and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The investigation could not specify the cause of the foreign material from the available information. There was no physical damage where the foreign material was found. Based on the customer feedback received, there were no deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the angulation wire of the colonovideoscope was broken. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.